Event description:
During a call on (B)(6) 2012 for an unrelated alarm, the patient mentioned they had peritonitis. The following information was reported by the patient's wife on (B)(6) 2012: on an unreported date, the patient began pd therapy with dianeal pd4 ambuflex dianeal pd4 ultrabag (dosage and frequency not reported) and extraneal viaflex (dosage not reported) administered as a daily last fill. All products were administered ip for pd. On (B)(6) 2012, the patient was taken to the hospital because he could not walk. The patient had a history of myoclonic jerks, and when they would become active, he could not walk. Per the reporter, the patient's potassium levels were low at this time. At 1 am the next morning in the patient's hospital room, the wife performed a manual exchange for the patient with dianeal pd4 ultrabag. It was at this time that she noticed his pd effluent was cloudy. The wife alerted the rn, and the patient was then administered vancomycin ip for peritonitis. While in the hospital, the patient used manual bags for pd therapy. Pd therapy was not interrupted in the hospital due to peritonitis. The patient was discharged home from the hospital on (B)(6) 2012. The patient continued vancomycin ip at home. Vancomycin therapy was ongoing at the time of this report, administered by the pdrn in the clinic. At the time of this report, peritonitis was resolving and pd effluent was clear. At the time of this report, pd therapy was ongoing with dianeal pd4 ambuflex via cycler. Cause of peritonitis was unknown to the reporter, but she was told by health care professionals that it could have been due to constipation, which the patient was experiencing around that time. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. A review of all batch record documents was performed for associated lot numbers h12c30049, h11i06088, h12d30047, and h12f28087 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.